Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the male luer lock came apart from the tubing. The other components were correctly placed and according to specifications. Due to the nature of the returned sample, no additional tests could be performed. The reported condition was verified. The cause of the condition was due to a lack of solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set was dislodged to its connection without breaking nor being bent. It was further reported that set came apart where it should be bonded. This issue was identified after priming while connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.